Manufacturer narrative:
H2) correction: g2 report source corrected from "distributor" to "foreign" and "distributor".

Event description:
It was reported that the device alarms 45169. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3, e1: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The probable cause was fluid ingression in the pump. The main board, downstream occlusion sensor/seal, battery compartment, lcd display and lens were all replaced.